Event description:
It was reported that the surgeon took out the linx device and did a wrap.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: lot #? Information not given. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Information not given. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Information not given. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? Yes. What was the reason for removal of the linx device? Dysphagia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Information not given. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 10/5/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.